Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported product deficiency. The reported patient effects of thrombosis and myocardial infarction, as listed in the product instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported by maude report ((B)(4)) that the patient has had multiple percutaneous coronary interventions. The most recent was for placement of a non-abbott stent in the mid circumflex in 2009. On (B)(6) 2010, the patient arrived in the emergency room with a stemi, and had apparently been off his asa and plavix for 1-2 weeks. Films reveal the mid circumflex with a 90% thrombotic occlusion, also the obtuse marginal 1 with a 90% thrombotic occlusion of a 3.0 x 23 mm multi-link vision stent placed (B)(6) 2008. Thrombectomy was performed with minimal results due to difficulty crossing the stented areas completely with thrombectomy catheter. A 3.0 x 15 nc quantum apex, 2.5 x 15 nc quantum apex, and 2.0 x 15 apex were used to dilate the lesions. Final films reveal good angiographic results and it was decided to stop at the point with angioplasty alone. The patient was discharged on asa and effient. No additional information was provided.